Event description:
During a lobectomy procedure, one side of staple line was not stapled at 2nd firing. The staples did not come out. Another product was used to complete the case. There was no adverse pt consequence.